Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found multiple external battery alarms. Visual inspection of internal and external components found no abnormalities. Driver passed all areas of functional testing for acceptance at incoming inspection. Additional testing included power cycling ten external batteries. All batteries were recognized without alarm or issue. Complaint was not replicated. Failure investigation for this compliant confirmed the reported issue from alarm data review. The customer complaint was not replicated during testing; the root cause of the reported driver inability to recognize batteries being inserted could not be determined. Failure investigation identified no test failures or damage that could have contributed to the event. No evidence of a device malfunction was found. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per hospital staff, c2 driver not recognizing batteries as being inserted. Attempted troubleshooting with different batteries with no change. Driver not in patient use at time of event.

Event description:
Per hospital staff, c2 driver not recognizing batteries as being inserted. Attempted troubleshooting with different batteries with no change. Driver not in patient use at time of event.